Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels and was hospitalized for low blood glucose. The customer did not recall the blood glucose reading. She stated that the insulin pump was not to blame for the low blood glucose event, and it was just a lack of food. She stated that she was treated at the hospital. Nothing further reported.